Manufacturer narrative:
Device evaluation confirmed the reported issue. The device upon inspection found an internal cut in the biopsy channel and was leaking. The c-body (control body) forceps cover glue was observed to be peeling and a cut on the probe unit was noted. In addition, the elevator channel was found loose. Based on evaluation findings the reported issue was confirmed. Probable cause of the issues found could be attributed to users handling and or maintenance issue. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing the device was observed to have insertion tube defects, angulation malfunction and leaking on the bending rubber. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that some external force was added to the distal end, leading to the peeling of the glue at the tip. An external force was added to the tip. In addition, about one year and three months have passed since manufactured of the device, it is unlikely that it has been affected by aging. As stated on the IFU (instruction for use) the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes ,sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.